Event description:
Post thoracotomy patient was receiving multiple pain medications requiring a continuous pulse oximetry. The pulse ox failed to alarm to notify the rn that the patient's oxygen saturation level dropped to 48%. Once rn noticed, she intervened by calling a code blue for assistance. The patient was intubated and transferred to the intensive care unit. The patient was extubated the following day and has been discharged at this point in time without any permanent damage.